Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample will be retained by the user facility. The investigation is currently underway.

Event description:
It was reported that a pta balloon completely detached from the catheter shaft while being retracted from the introducer sheath. Reportedly, the device was used to post dilate four bare metal stents that had been implanted in the pt's right iliac vein. Reportedly, after the stents were successfully post dilated, the pta balloon became lodged at the end of the introducer sheath and detached from the catheter shaft. The catheter shaft was removed from the introducer sheath and the access site was surgically enlarged to retrieve the sheath and detached balloon in their entirety. The pt is asymptomatic.